Event description:
It was reported that the user sought guidance on making multiple meal announcements with the ilet system after eating two hot dogs several hours apart and experienced elevated blood glucose, with a reported peak of 206 mg/dl and approximately one hour above range. Symptoms included no reported acute clinical effects. Outcomes included no medical intervention, no ketone testing, and no use of back-up therapy. Investigation included user counseling on meal announcements and troubleshooting with education regarding appropriate meal entries. Investigation of this case revealed that the device functioned as designed and that the event was consistent with user meal announcement behavior. It was concluded that the event was attributable to use-related factors rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.